Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It reported that several units of opsite incise 10x14cm ctn 50 the dressings were incorrectly positioned in the pouch. As a result the dressing was integrated into the pouch seal. This leads to a sterility issue. It is unknown how many units were defective and if the event occurred during one or several procedures. Treatment was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The device was returned and evaluated. Visual inspection of the returned device confirmed the dressing was trapped in the pouch seal, causing the pouch open at one side. This confirms a relationship between the device and the reported event. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the reported event. In addition it can be confirmed that finished product specification was satisfied at the point of release. The complaint history review confirms no previous complaints of this nature. A review of prior escalation actions found no actions applicable to the scope of this case. A review of the equipment maintenance record showed the parchment folding station of the equipment was repaired during the period of manufacturing of the complained lot. The trapped dressing was produced at the point of equipment repair. Mechanician should remove the products produced during equipment repair. Operators are trained to remove trapped dressing during the inspection before packaging. However on this occasion it appears these had not taken place to the required standard. The root cause was identified as a mechanician error during equipment repair and a missed quality check. The complaint failure was deemed to be isolated in scope. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.